Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic where all output vectors were tested and all such efforts produced phrenic nerve stimulation suggesting the lead had become dislodged or dislocated. The physician opted to cap and replace the patient¿s left ventricular lead [sn: (B)(4)] on (B)(6) 2018. Because the replacement lead used a different version of connector, the physician electively explanted the patient¿s then-current implantable cardioverter defibrillator. The physician then attempted to implant a new implantable cardioverter defibrillator [sn: (B)(4)] that was lead appropriate but the wrench did not correctly enter the set-screw aperture and so this implantable cardioverter defibrillator was withdrawn and not used. In lieu thereof, a different new implantable cardioverter defibrillator was successfully implanted. The patient was stable throughout.